Manufacturer narrative:
Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap distal to the fiber/cap zone at the bevel edge. The fiber proximal to fracture can rotate independently of metal cap. The glass cap exhibited severe devitrification at the output window. The metal cap exhibits moderate char. The outer flow tubing exhibits contamination, likely biologic. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. Based on the analysis above, the potential for forward firing may exist. The probable root cause: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the "fiber cap broke" at 23 minutes and 15 seconds and 136, 595 joules of use. The procedure was continued using a second fiber. It was reported that the second fiber used also had "fiber cap broke" no further information provided. The doctor was able to complete the procedure using the second fiber. Patient outcome: "no damages to the patient." This report is for the second fiber.